Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4). Implanted: (B)(6) 2010, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient never really had pain relief from the stimulation. After the revision (reported in manufacturer's report #3004209178-2012-08352) the patient was not getting good pain relief. It had also gotten to the point that the generator was painful at the pocket site with the stimulation on or off so the patient just wanted it out. The paddle lead was left in place due to the extensive surgery that would be needed to remove it. Diagnostic testing and troubleshooting included impedance testing and reprogramming. Patient status at the time of this report was alive with no injury. It was further reported that all impedance values were within normal range. The patient had recovered and was doing well. The explanted components were reported to be lost and were not returned to the manufacturer for analysis.